Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to early elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006; a 419478 lead, implanted: (B)(6) 2006. (B)(4).